Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was intended to be implanted approximately one year ago in another patient. The outer wrapping was taken off, seal was broken, but inner device was never opened and consequently device was still sterile. The device was programmed to be implanted but at the last moment the physician changed their mind and another device was used. The physicians preferred settings were programmed into the device, but detections and therapies were never turned on and the device was returned to field rep stock for implant at a future date. When the device was pulled for implant again the device displayed a "gray bar" battery longevity indicating a low telemetry battery voltage issue. The device was not utilized and never implanted. There was no patient involvement in this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.